Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the neoplastin reagent. At 8:00 am, the customer tested by fingerstick on the meter and the result was 4.5 inr. At 8:58 am, the customer had a lab test and the result was 3.4 inr. The customer has a therapeutic range of 2.0-3.0 inr. The customer was on an antibiotic and a steroid at the beginning of december. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no new illness and no bleeding or bruising. There was no adverse event. The meter and strips have been requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.